Event description:
It was reported that the patient underwent a gynecological procedure and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent revision of transvaginal transobturator sling on (B)(6) 2008 due to overactive bladder with urge incontinence and urinary urgency. It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and had a sacrospinous ligament fixation, posterior repair, and enterocele repair done due to post hysterectomy vaginal vault prolapse, rectocele, and enterocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced infection, recurrence, bleeding, urinary problems and dyspareunia. It was reported that patient underwent extraction of exposed mesh and vulvar biopsy on (B)(6) 2012. It was reported that patient underwent interstim placement on (B)(6) 2014 due to urge incontinence, frequency, urgency and nocturia. (B)(4).